Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported 2 cases of vasoview hemopro that were used for endoscopic vein harvesting procedures activated and were red hot due to unintended activation. They are sending this product back because they had two devices this week of the same lot number. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. No signs of clinical use or evidence of blood was observed as the product was returned inside a sealed product package. The plastic sterile protective barrier was observed to be intact, no tears or rips were observed. The heater wire was observed to be intact. The silicon insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿self -activation or keying" was unable to be confirmed.

Event description:
The hospital reported 2 cases of vasoview hemopro that were used for endoscopic vein harvesting procedures activated and were red hot due to unintended activation. They are sending this product back because they had two devices this week of the same lot number. No patient involvement.